Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the vacuum regulator would not adjust with factory specifications. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) who encountered the issue installed a new drive regulator, and completed drive regulatory calibration. The fse then performed all work, and measurement details pursuant to pm service, and performed all functional, and safety checks to meet factory specifications. The iabp was then released to the customer, and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number: (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the vacuum regulator would not adjust with factory specifications. There was no patient involvement, and no adverse event reported.